Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient's device had migrated and moved, as a result the device had to be revised and moved for optimal operation, and defibrillation testing was performed. The competitor right ventricular (rv) lead had been exhibiting some sensing issues as well. The device was moved, and sensing appears to be appropriate at this time. To date, no adverse patient effects have been reported.